Event description:
It was reported that the patient's ams700 inflatable penile prosthesis reservoir was removed on (B)(6) 2018 because the patient complained of a bulge in the scrotum. The reservoir that was originally placed sub muscular had migrated to the scrotum. A 100ml conceal reservoir was implanted. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.